Event description:
Received a medwatch report stating "pt receiving albumin via baxter albumin filter set up and a primary infusion of normal saline. It was noted that the albumin was dripping very fast in the drip chamber and the albumin was noted in the primary tubing up to the drip chamber. The only way to stop the fast drip rate was to clamp the primary line at the junction where the secondary tubing is connected. Pump channel was changed and the fast dripping in the chamber resolved. No report of harm to the pt". Although requested, no additional event or pt info was provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported secondary fluid was in the primary line up to the drip chamber, and it was dripping very fast into the drip chamber because the product was not returned for failure investigation. The customer states that product will not be returned.